Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The encore unit was returned with a white stain on the side of the device, the stain was noted to be on the inside of the clear housing and on the outside of the barrel. The stain did not obstruct the graduation marks in the barrel. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is user preference issue as the product met specification but the user was reportedly dissatisfied with the function, performance, or appearance of the product. (B)(4).

Event description:
It was further reported that the white foreign object was attached on the syringe part of the device.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a foreign object was attached to the device. An advantage balloon catheter inflation device was selected for use. During preparation, it was noted that a white foreign object was attached to the device. The procedure was completed with another of the same device. No patient complications were reported.